Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. The manufacturing history of lot indicated was reviewed, with no irregularities noted. Based on the similar cases in the past, omsc presumes that the clip of the subject device couldn¿t be released due to any of the following possible causes. -the limiter in the handle of the subject device was damaged, because sliding resistance was increased due to abrupt angulation of the endoscope. -the load was applied to the connecting part between the hook and the clip, because the user withdrew the endoscope or the subject device while grasping the tissue. The instruction manual of the device has already warned as follows; a) do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope, instrument, and/or clip. B) do not withdraw the instrument from the endoscope forcibly when the clip cannot reopen by push the slider.

Event description:
During an unspecified procedure, the subject device was used. The user pulled the slider of the subject device until it made a cracking sound. Then the user pushed the slider, but the clip of the subject device was not detached from the coil sheath and it opened. The user pulled and pushed the slider again, but the clip opened. The user took out the subject device from the patient. When the user pulled and pushed the slider outside the patient, the clip was detached from the coil sheath. There was no patient injury reported. No further information was reported.